Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient ins flips or turns and they have to push it back into place. It was further reported that the patient ins protrudes as well. It was also stated that the patient programmer would not power up. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they have notified their healthcare professional and also spoke with the manufacturer representative and patient confirmed that she was doing fine. No further complications were noted or anticipated